Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 380 mg/dl. Troubleshooting was performed. Customer reported that the drive supported was sticking out. Customer states force sensor did not detect the reservoir while sitting. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.